Event description:
Patient has a medtronic pain pump. A few months ago (unsure of date) patient had a fall, landing on her pump. Following this event we have only been able to place 32ml in her 40ml pump. This has occurred the last three pump refills. Today we attempted to remove any excess air/medication with a medtronic rep (representative) present. We attempted to pull air out x4 (four times) to negative pressure and then clamp the tubing. We were still only able to place 32ml in the pump. Medtronic has not offered to replace the pump and has chosen to wait until pump end of life to replace pump. Device will not be able to be intestigated until it is removed. Therapy started in 2019. Diagnosis for use: chronic pain syndrome, lumbar radiculopathy. > (greater than) 26 months left on battery.